Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. There was no indication the death was device related; the cause of death has been requested but has not been received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - preliminary testing revealed the device had no telemetry and no pacing output. Further analysis found the battery was depleted and was fully functional when powered externally. It is believed most likely the device continued to detect and charge post explant because vf detection had been left on. During the six months between explant and analysis, the device likely accumulated enough charge time to deplete the battery. However, because the battery was depleted and all the data was cleared from the device memory, there is no way to be certain that charge time was the cause of the battery depletion.